Manufacturer narrative:
(B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received from a consumer. The patient had started having issues with fecal incontinence and her skin was discolored. The patient¿s skin was turning dark bluish. They had found out she had a hole/opening in the spinal cord and she was losing spinal fluid. It was further reported that the patient had broken out in a rash from the morphine. Regarding the date of the event, it was noted as having occurred approximately a week after the patient received the pump. The date (B)(6) 2013 is considered an approximate date of event. The patient¿s pump/total system was removed and the patient was indicated as still having pain.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4)

Event description:
Additional information received reported the patient's pump was explanted in (B)(6) because she was having a reaction to the medication. It was noted they first gave her morphine (unknown) and she started breaking out and itching. Then they tried dilaudid and that didn't work well either because the patient started swelling and this was the reason for the pump removal. A follow-up report will be sent if additional information becomes available.

Event description:
It was reported the patient got a refill in (B)(6) and had ¿bad" swelling in the legs and feet and lost bowel control. Diagnostic testing/troubleshooting included a dye and roller study, results not reported. The pump and catheter were explanted. The patient status at the time of the report was noted as alive, no injury. The pump was used to deliver dilaudid. Additional information later reported there was no issues with the catheter and the roller/rotor study was fine. Pain wise the patient was being controlled well with oral ¿norcos¿. Additional information has been requested, but had not been received as of the date of this report.

Manufacturer narrative:
Analysis of the pump revealed no anomaly found. Analysis of the catheter revealed no significant anomaly, sc connector tear in seal near guide ring.

Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2014, product type: catheter. (B)(4).

Event description:
Additional information received reported the patient had a cerebrospinal leak (csf) and a blood patch was performed on (B)(6) 2014. The patient no longer had a headache. It was noted the patient was receiving oral ¿norcos¿ only and the patient was reported as doing ¿good¿ now and back to normal. It was unknown if there was an issue with the device or catheter. It was also reported the cause of the patient¿s swelling and loss of bowel control was possibly the csf leak. The patient recovered without sequela.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.